Manufacturer narrative:
The technician replaced the head right brake caster to resolve the issue.

Event description:
The technician alleged the head right brake caster would not lock. No patient impact.